Event description:
The patient presented with high lead impedance and underwent a full revision. The explanted devices were discarded after the surgery. No other relevant information has been received to date.